Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using lantern delivery microcatheters (lantern). During the procedure, while attempting to advance a ruby coil through a lantern, the physician experienced resistance and the ruby coil would not advance through the lantern. After two failed attempts to advance the ruby coil through the lantern, the ruby coil was re-sheathed and the lantern was removed. The procedure was completed using the same ruby coil and a new lantern. There was no report of an adverse effect to the patient.